Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was kinked, and the distal tip was separated. In addition, there was foreign matter and the device was contaminated with lint. During the functioning test, it was found that slight friction was noticed during the advancement; however, it could not be confirmed. Additional information provided by the customer indicated that the guidewire was in good condition prior to use and prepared as per the dfu (direction for use), the microcatheter was flushed to facilitate guidewire insertion and the introducer was used during the insertion process. It is probable that difficulty in inserting the guidewire into the microcatheter and handling of the guidewire during the preparation may have caused the anomalies (guidewire bent and separated) and lint and foreign substance observed during the visual inspection. Therefore, a cause of handling damage was assigned to the analyzed defects of the guidewire.

Event description:
During the analysis of the returned device, it was reported that the guidewire distal tip was separated. No clinical consequences reported to the patient.